Event description:
Customer reported that she had unexplained high blood glucose, and was hospitalized due to high blood glucose. The glucose reading at the time of hospitalization was 536 mg/dl. Check the insulin pump's programming and programming appears to be correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.